Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed cartridge only and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge only and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.